Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a), unknown morphine drug (n/a mg/ml at n/a mg/day), and fentanyl (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that "every time" they went to bolus, it takes "about 8-15 minutes" to connect to the pump and deliver bolus because it would not go past 90 percent. The patient stated that this has been happening since they got the pump, but it has "gotten worse" over time. The patient mentioned that they have had their first refill since getting the pump and they were having another next week but has not noticed a difference in connection. The patient stated that they get 20 boluses per day and do not try to connect to the personal therapy manager (ptm) more than that. They started connecting before calling and timed their connection time and while they were able to connect and deliver their bolus it took 8 minutes total. The agent had the patient turn airplane mode off and on and restart their handset. The patient was then able to connect to ptm and see lockout time in shorter amount of time. Troubleshooting steps that were taken on the call resolved the issue. The patient also mentioned that their husband has medtronic pain pump and ptm but only takes them "1-2 minutes" to connect. The patient mentioned they were not happy with the handset because it did not seem to be working as well as the "little buddy" 8835 ptm. The agent reviewed since they have sm3 pump 8835 would not be compatible. The agent documented information given during the call. No symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.